Event description:
A 22g angiocath was easily inserted into the patient's right forearm; however, the angiocath would not flush. When an attempt was made to remove the angiocath, there was some resistance. When the catheter was removed, it was not intact. The md was notified and an x-ray was ordered. The sheared portion of the catheter was found to be subcutaneous and was not removed. The remainder of the catheter was saved and will be returned to the manufacturer upon request.

Event description:
A 22g angiocath was easily inserted into the patient's right forearm; however, the angiocath would not flush. When an attempt was made to remove the angiocath, there was some resistance. When the catheter was removed it was not intact. The md was notified and an x-ray was ordered. The sheared portion of the catheter was found to be subcutaneous and was not removed. The remainder of the catheter was saved and will be returned to the manufacturer upon request.